Manufacturer narrative:
The rate seen (99 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.044% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient received miradry treatment (B)(6) 2020, approx two weeks post-procedure patient stated axillae felt chapped and irritated over the weekend and were red with pus, patient came into office ((B)(6) 2020) with ulceration, necrotic tissue, purulent material and surrounding erythema bilaterally. The right side was worse than the left side. The patient's infection was cultured and she was prescribed antibiotics.